Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
Article reviewed entitled "cement in cement revision of the femoral component using a collarless triple taper: a midterm clinical and radiographic assessment" on (B)(6) 2018. The 34 patients with cemented c-stems. Implanted between 6/2000-4/2006. All 34 patients had c-stems implanted. All 34 patients had competitor cement used. All 34 patients had an unknown depuy femoral head. Unknown acetabular liner/cup were used on the 34 patients adverse events of study that pertain to the depuy implants: 1 patient with dislocation/osteolysis. 3 patients with intra-operative femoral fractures.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article received entitled "cement in cement revision of the femoral component using a collarless triple taper: a midterm clinical and radiographic assessment" was reviewed on (B)(6) 2018. 44 patients were implanted with c-stems between (B)(6) 2002 - (B)(6) 2013. Competitor cement was used. 8 patients were reported to have died after implantation (no information that indicated it was related to the devices). Leading to only 36 study patients. Implanted devices: all patients had c-stems with competitor cement. All patient had unknown depuy femoral heads. Unknown acetabular cup/liner implanted. Adverse events involving depuy implants: 1 patient required revision for infection (two stage revision). 1 patient had a dvt. 6 patients had leg length discrepancy. 1 patient experienced a myocardial infarction.